Event description:
It was reported that this pacemaker device triggered a lead safety switch (lss) due to a high out of range pace impedance measurement greater than 3000 ohms on the right ventricular (rv) lead. As a result, the pacemaker automatically switched the rv lead from the bipolar to the unipolar pacing and sensing configuration. The rv lead is not a boston scientific product. It was noted that there were no stored episodes associated with the lss which indicated the presence of noise. The following day after the lss, the pacemaker exhibited noise on the rv lead which was oversensed resulting in pacing inhibition and associated asystole of approximately three (3) seconds. It was indicated that the unipolar sensing configuration contributed to the oversensing. The patient was subsequently brought into the clinic for evaluation. The healthcare provider (hcp) indicated that no noise was able to be elicited via isometric and pocket manipulation testing and the rv lead was programmed back to the bipolar pacing and sensing configuration. Boston scientific technical services (ts) noted that there were no other episodes showing abnormal function and all other lead diagnostics were normal and stable. Ts indicated that the sudden high out of range pace impedance measurement appeared to be an isolated incident and recommended continued monitoring for subsequent events. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker device triggered a lead safety switch (lss) due to a high out of range pace impedance measurement greater than 3000 ohms on the right ventricular (rv) lead. As a result, the pacemaker automatically switched the rv lead from the bipolar to the unipolar pacing and sensing configuration. The rv lead is not a boston scientific product. It was noted that there were no stored episodes associated with the lss which indicated the presence of noise. The following day after the lss, the pacemaker exhibited noise on the rv lead which was oversensed resulting in pacing inhibition and associated asystole of approximately three (3) seconds. It was indicated that the unipolar sensing configuration contributed to the oversensing. The patient was subsequently brought into the clinic for evaluation. The healthcare provider (hcp) indicated that no noise was able to be elicited via isometric and pocket manipulation testing and the rv lead was programmed back to the bipolar pacing and sensing configuration. Boston scientific technical services (ts) noted that there were no other episodes showing abnormal function and all other lead diagnostics were normal and stable. Ts indicated that the sudden high out of range pace impedance measurement appeared to be an isolated incident and recommended continued monitoring for subsequent events. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Information indicates this device will be returned. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device triggered a lead safety switch (lss) due to a high out of range pace impedance measurement greater than 3000 ohms on the right ventricular (rv) lead. As a result, the pacemaker automatically switched the rv lead from the bipolar to the unipolar pacing and sensing configuration. The rv lead is not a boston scientific product. It was noted that there were no stored episodes associated with the lss which indicated the presence of noise. The following day after the lss, the pacemaker exhibited noise on the rv lead which was oversensed resulting in pacing inhibition and associated asystole of approximately three (3) seconds. It was indicated that the unipolar sensing configuration contributed to the oversensing. The patient was subsequently brought into the clinic for evaluation. The healthcare provider (hcp) indicated that no noise was able to be elicited via isometric and pocket manipulation testing and the rv lead was programmed back to the bipolar pacing and sensing configuration. Boston scientific technical services (ts) noted that there were no other episodes showing abnormal function and all other lead diagnostics were normal and stable. Ts indicated that the sudden high out of range pace impedance measurement appeared to be an isolated incident and recommended continued monitoring for subsequent events. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that the full pacemaker system, including this pacemaker device, the rv lead and the right atrial (ra) lead, were subsequently explanted due to noise observed on both the rv and ra leads. The rv and ra leads are not boston scientific products. The pacemaker device was also noted to be close to reaching normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Information indicates this device will be returned. This investigation will be updated should further information be provided. The device has been returned for analysis. This report will be updated upon completion of analysis. This correction supplemental report was submitted with a change to the patient codes table in report section h6.

Event description:
It was reported that this pacemaker device triggered a lead safety switch (lss) due to a high out of range pace impedance measurement greater than 3000 ohms on the right ventricular (rv) lead. As a result, the pacemaker automatically switched the rv lead from the bipolar to the unipolar pacing and sensing configuration. The rv lead is not a boston scientific product. It was noted that there were no stored episodes associated with the lss which indicated the presence of noise. The following day after the lss, the pacemaker exhibited noise on the rv lead which was oversensed resulting in pacing inhibition and associated asystole of approximately three (3) seconds. It was indicated that the unipolar sensing configuration contributed to the oversensing. The patient was subsequently brought into the clinic for evaluation. The healthcare provider (hcp) indicated that no noise was able to be elicited via isometric and pocket manipulation testing and the rv lead was programmed back to the bipolar pacing and sensing configuration. Boston scientific technical services (ts) noted that there were no other episodes showing abnormal function and all other lead diagnostics were normal and stable. Ts indicated that the sudden high out of range pace impedance measurement appeared to be an isolated incident and recommended continued monitoring for subsequent events. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that the full pacemaker system, including this pacemaker device, the rv lead and the right atrial (ra) lead, were subsequently explanted due to noise observed on both the rv and ra leads. The rv and ra leads are not boston scientific products. The pacemaker device was also noted to be close to reaching normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Information indicates this device will be returned. This investigation will be updated should further information be provided. The device has been returned for analysis. This report will be updated upon completion of analysis. This correction supplemental report was submitted with a change to the patient codes table in report section h6. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection.

Event description:
It was reported that this pacemaker device triggered a lead safety switch (lss) due to a high out of range pace impedance measurement greater than 3000 ohms on the right ventricular (rv) lead. As a result, the pacemaker automatically switched the rv lead from the bipolar to the unipolar pacing and sensing configuration. The rv lead is not a boston scientific product. It was noted that there were no stored episodes associated with the lss which indicated the presence of noise. The following day after the lss, the pacemaker exhibited noise on the rv lead which was oversensed resulting in pacing inhibition and associated asystole of approximately three (3) seconds. It was indicated that the unipolar sensing configuration contributed to the oversensing. The patient was subsequently brought into the clinic for evaluation. The healthcare provider (hcp) indicated that no noise was able to be elicited via isometric and pocket manipulation testing and the rv lead was programmed back to the bipolar pacing and sensing configuration. Boston scientific technical services (ts) noted that there were no other episodes showing abnormal function and all other lead diagnostics were normal and stable. Ts indicated that the sudden high out of range pace impedance measurement appeared to be an isolated incident and recommended continued monitoring for subsequent events. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that the full pacemaker system, including this pacemaker device, the rv lead and the right atrial (ra) lead, were subsequently explanted due to noise observed on both the rv and ra leads. The rv and ra leads are not boston scientific products. The pacemaker device was also noted to be close to reaching normal battery depletion. No additional adverse patient effects were reported.